Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The suspect vig2 monitor was not returned by the facility for product evaluation after several attempts were made. The facility feels that the problem was use error and will not return the device. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The product is anticipated to be returned. Upon completion of the evaluation, a supplemental report will be completed. The device history record was reviewed; there were no related non-conformances that were found.

Event description:
It was reported that there were incorrect co/cco values that were displayed during patient monitoring while using a vigilance ii monitor. The other components involved were eliminated as suspect. The cco cable was tested at the facility and it passed. The swan ganz catheter was eliminated as suspect as when the vig2 was exchanged for a different monitor, then everything worked. It is unknown if there were infusions given during use. It is unknown if the bsa information entered was correct. There was no inappropriate patient treatment reported. There was no patient harm or injury reported.